Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The pump was returned to the biomedical department with an unsigned note that stated, "would not pump and no alarm noted." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump did not deliver a dose when the pt pendant was pressed; however, the device display incremented as if a dose had been delivered. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).